Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage. This was expected as it was explanted due to meningitis that began 2 months after implantation, with severe neurological damage requiring intubation and nicu care. The recipient is now reported to be stable. Negative csf and swab cultures, but were likely taken after beginning antibiotic treatment. Device sterilization records are within normal limits, and there are no allegations against the device. The source of the infection is likely the pneumonia diagnosed 1 week before meningitis and according to imaging, likely middle ear infection. Moreover, this recipient's risk of meningiditis is also increased in the setting of a cochlear malformation, seen on imaging and csf gusher. An incompletely inserted electrode was seen on CT scan. Given that a full insertion is reported during surgery, this may represent an electrode migration. Furthermore, there are reports of facial paralysis, which appears to be related to an infectious process, either a middle ear infection, an undiagnosed viral infection during this recipient's critical health status, or in the setting of meningitis. Due to its timing, it is likely unrelated to the cochlear implant surgery. This is a final report.

Event description:
One week after activation, the user developed respiratory tract infection and suspected pneumonia, along with left-sided facial paralysis. A week later, the user was diagnosed with bacterial meningitis, requiring mechanical ventilation. Despite treatment with broad-spectrum antibiotics and steroids, the user's condition continued to worsen, resulting in severe neurological damage, including spasticity and anisocoria. Beginning on (B)(6) 2024, the user is healthy and stable, using a tracheostomy tube.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user was implanted on (B)(6) 2024 at the age of 6 months and was activated on (B)(6)2024. However, one week after activation, the user developed respiratory tract infection and suspected pneumonia, along with left-sided facial paralysis. She was admitted to the pediatric department with a diagnosis of pneumonia and later developed neuroinfection, leading to a transfer to the neonatal intensive care unit. The user required mechanical ventilation and was diagnosed with bacterial meningitis. Despite treatment with broad-spectrum antibiotics and steroids, the user's condition continued to worsen, resulting in severe neurological damage, including spasticity and anisocoria. It was decided that the implant should be removed. Samples of cerebrospinal fluid and swabs from the electrode and array were collected for cytological and bacterial culture analysis. The user had a history of hydrocephalus, diagnosed at 3 months of age. During the surgery, there was significant leakage of cerebrospinal fluid, which took time to subside. Eventually, a good seal of the cochlea with fascia was achieved.